Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: last name unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient presents 3.5 weeks s/p ext immediate implant placement. Complaints of pain and drainage at the site. Implant was removed and site was cleaned. Per indicated: symptoms as a result of the event: inflammation: infection and pain. Surgical/medical intervention required for permanent damage: antibiotics. Additional appointment required: yes, graft and new implant. Was the procedure completed using another implant or another device? No. Site grafted: allograft placed prior to implant placement.